Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, at the end of the procedure, a small liner radiopaque object was noted while removing the sheath. The fragment was not mobile and was believed to be outside the vessel wall, so it was left in place. The 7f 11cm brite tip sheath was checked outside the body, a tiny tear was noted on the sheath tip. The 7f access was closed at the end by slip knots and manual compression. This occurred during avf angioplasty procedure that was performed in the cath lab in supine position and under local and general anesthesia. The access site was the draining vein of an arteriovenous fistula (avf) used for dialysis access. The angiogram showed 2 areas of stenosis at just anastomosis, and both were treated successfully using angioplasty. The procedure access was through the left brachial artery with a 3fr (inner part) device. The product had been stored in standard acceptable conditions in the laboratory. No anomalies were noted when the device was removed from the package, and the device was removed by the hub without any abnormalities observed. The device was prepped according to the instructions for use (IFU) without difficulty. There was no difficulty tracking through the vasculature; however, multiple push-and-pull maneuvers were performed during the procedure to create space for balloon inflation and lesion coverage. No unusual force was applied, and the catheter was not torqued against resistance. The lesion was not calcified and there was no vessel tortuosity. The device was removed intact from the patient; however, an approximately 1 mm radiopaque portion of the tip was not retrieved. The device will be returned for evaluation.